Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement, which was confirmed through x-ray, and loss of capture. No additional adverse patient effects were reported.